Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting result with the binaxnow covid-19 antigen self test. The user reports that the test was performed according to procedure. The user states seeing a control line as a visible pink color and on the sample line there was a purple color after 15 minutes and disappeared for thirty seconds. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 153368 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number ng records and quality control release testing was reviewed for kit part number 195-160 / lot 153368 and device part number 195-430h / lot 148371. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153368 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.